Manufacturer narrative:
H6. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Evaluation of the sample submitted confirmed that the distal male luer connector was missing from the assembly. The tubing was then examined under magnification and there was no presence of solvent on the tubing. A device history record review for model 2420-0007 lot number 22065892 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jun2022. The root cause for the issue seen in this complaint is a failure at the manufacturing facility to assemble the infusion set correctly. Based on the lack of solvent on the tubing during the investigation, it is probable the infusion set was packaged before going to the assembly steps to add the male luer connector. The manufacturing facility was made aware of the situation and additional steps are being taken in order to correct this issue.

Event description:
It was reported that the unspecified bd infusion set experienced tubing separation, and leakage. The following information was provided by the initial reporter: tubing is coming apart when placed in IV pump. Possible leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced tubing separation, and leakage. The following information was provided by the initial reporter: tubing is coming apart when placed in IV pump. Possible leakage.